Manufacturer narrative:
The model number for this device was previously reported as cd1207-36q. This report notes the correct model number.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported high pacing lead impedance was confirmed in the laboratory via review of programmer printouts. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported high pacing lead impedance could not be determined.

Event description:
It was reported that patient presented with high pacing lead impedance. The device was explanted and replaced. There were no adverse consequences to the patient.